Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
A report was received that patient was experiencing discomfort at the ipg site. It was also reported that the ipg had migrated. The patient was placed on antibiotics and underwent an explant procedure.

Event description:
It was reported that patient was experiencing discomfort at the ipg site. The patient was placed on antibiotics prophylactic. It was determined that battery had migrated. The patient underwent an explant procedure. Additional information was received that the patient was also experiencing inadequate stimulation.

Event description:
A report was received that patient was experiencing discomfort at the ipg site. It was also reported that the ipg had migrated. The patient was placed on antibiotics and underwent an explant procedure.